Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 4. The patient's drain volume was 3698ml. The fill volume 2300ml, which meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2010 regarding the iipv event. The nurse stated that she was not aware of this event as the patient did not report any symptoms of overfill. The patient resumed therapy. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported via a trial that on (B)(6) 2008, the patient underwent stenting in the predilated arterial graft with two overlapping xience v stents. On (B)(6) 2010, the patient experienced angina with jaw pain and shortness of breath. On (B)(6) 2010, the patient underwent percutaneous coronary revascularization in the target lesion and the patient's condition resolved. There was no adverse patient sequela. There was no additional information provided.